Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal density tissue, the stylet part of the needle was allegedly bent. It was further reported that the device allegedly failed to fire. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one electronic photo was provided and reviewed. In that photo, two maxcore biopsy devices were shown in which both devices were in half primed position and their sample notch were noted to bent. Based on the photo review, the reported bent needle can be confirmed and the reported failure to fire cannot be confirmed. One maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to be clean and was returned half primed, leaving the sample notch exposed. On further observation, the sample notch was observed to be bent backward when positioned on a flat surface. Due to the condition of the returned device, functional testing was not performed. Therefore, the investigation is confirmed for the reported bent as the device's sample notch was noted to bent and the investigation is inconclusive for the reported failure to fire as functional testing was not performed due to the device's condition. A definitive root cause for the both reported failure to fire and bent needle could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal density tissue, the stylet part of the needle was allegedly bent. It was further reported that the device allegedly failed to fire. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.